Event description:
It was reported that the user was allegedly unable to successfully advance an ivc filter through the catheter. Filter placement was due to deep vein thrombosis (dvt) of the right femoral vein. The approach was made from the left femoral vein. The physician began by puncturing the site and inserting a 7f, 10cm sheath. He proceeded to the ivc with a 0.035 wire, and performed a renal vein angiography with a pigtail catheter, 5fr. He then inserted the filter delivery catheter into the ivc over the wire. It was reported that he then removed the wire, attached the tube and started pushing with the pusher wire. He allegedly encountered resistance near the external vein and determined that the filter could not be pushed any further. He removed the femoral system and due to the difficulty when trying to implant the filter via the femoral artery. The physician then decided to take a jugular approach, which required an additional access site, to place a jugular filter. This was completed without incident, and there was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter delivery system and the sheath were returned for eval. It was visually noted that there was a kink on the sheath approx 16.3 cm from the distal tip of the sheath. At this location, there were two partial circumferential impressions on the inside of the sheath. The filter was stuck inside the sheath. The apex of the filter was located approx 8 cm from the distal tip of the sheath and the legs of the filter were located approx 16.3 cm from the distal tip of the sheath. The storage tube had a void inside the distal end. There were two indentations on the pusher cup tip, indicating that there may have been excessive force using during the attempt to deploy the filter. The filter was pushed out of the sheath with ease and two adjacent legs were crossed, which may have contributed to the failed deployment. The most likely cause, based on the condition of the sample, was that the sheath was in a severely bent configuration or kinked, and as the filter was pushed through the sheath, the pusher wire cup caught on the sheath kink and caused the 2 partial circumferential impressions. This could have caused the damage on the pusher cup. However, there is insufficient evidence to confirm this as the root cause because it is unk how the kink occurred. The investigation confirmed the complaint for failure to deploy. The root cause is unk. The current instructions for use (IFU) states the following: with the filter positioned between the radiopaque markers of introducer catheter, the proximal end of the pusher wire handle should be positioned at the tuohy-borst cap of the y-adapter. Do not deliver the filter by pushing it beyond the end of the introducer catheter. Instead, unsheathe the stationary filter by withdrawing the introducer catheter as described in the IFU.